Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the tubing set could not be primed. The customer contact reported that the convertible piercing pin of the tubing set was in the open position. No specific details were provided. The tubing set was replaced. Though requested, no additional information was provided.